Event description:
A report was received that the trial patient was having a device related infection at the lead site. Symptom was fever. The patient was given an antibiotic and was admitted in the hospital. The patient was reportedly doing well.

Event description:
A report was received that the trial patient was having a device related infection at the lead site. Symptom was fever. The patient was given an antibiotic and was admitted in the hospital. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.